Event description:
A customer reported that a system message displayed and the intraocular pressure control was unable to be used during surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. As there are multiple root causes associated with the customer reported event, it is not possible to isolate the cause without functional testing. A sample was not returned for this complaint; a definitive root cause could not be identified. Since a sample was not received we are unable to determine if the customer's event was related to these issues. (B)(4).